Event description:
It was reported that there was an increase in pacing threshold on the right atrial (ra) lead. It was thought the lead was non-steroidal. The ra lead was explanted and replaced to resolve the event and the patient was stable.

Event description:
It was reported that there was an increase in pacing threshold on the right atrial (ra) lead. It was suspected that the lead was missing the steroid coating. The ra lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. Electrical testing did not reveal any indication of conductor fractures; the conductors were shorting due to procedural damage. The steroid plug was inside the helix housing. Visual inspection of the lead revealed no anomalies with the exception of damages consistent with procedural damage.